Event description:
At 2 years and 4 months from the primary, the patient came in reporting pain due to a fractured tibia and the cause is unknown. The surgeon converted the patient to revision components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 march 2024 lot 2104545: (B)(4) items manufactured and released on 02-sept-2021. Expiration date: 2026-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.